Manufacturer narrative:
H3, h6: the device that was used in treatment was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed the pressure test and there was low vacuum alarm, establishing a relationship between the device and reported event. The root cause is determined to be a faulty suction pump. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged no further action is required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during treatment, a second renasys go device was applied to patient. First pump gave low vacuum/leak alarms, unresolved. Pump was replaced. Patient now in clinic, dressing in place, receiving low vacuum leak alarm again with new pump. Canister has been changed. Pump powered down/on. Capped off suction and still receiving low vacuum/leak and not blockage alarm. They have sent the patient home at this time without negative pressure in place. The treatment was completed with a delay greater than 30 minutes and with a change in surgical technique. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.